Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device exhibited over-sensing of baseline noise, which was stored as high ventricular rate episodes. Programming changes were discussed; no intervention was reported. There were no patient symptoms.

Event description:
New information received noted that programming changes were made on (B)(6) 2020.

Manufacturer narrative:
Additional information: b5.